Manufacturer narrative:
Exact date unknown, event occurred in 2018. Explant date: 2018. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 16338939.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned. No further information has been obtained despite good faith efforts.